Event description:
Patient taken to the or (operating room) for laparoscopic appendectomy. During the procedure an ethicon echelon flex powered stapler 45mm staple line 340mm shaft length misfired. The surgeon fired the stapler per usual process, and it stuck to the colon side which required the surgeon to have to gently peel the bowel off the stapler. This caused a small amount of bleeding requiring suction, irrigation and placement of two 5mm clips to be placed. The colon remained intact, and patient tolerated the procedure well, however, will require monitoring the outcome of this to ensure no harm was done.